Event description:
It was reported that brown foreign matter was found floating in the bd¿ 5ml syringe solution.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident and as a result the complaint is unconfirmed. A batch history review showed no non-conformances associated with this issue during the production of this batch. Given the available information we were not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found floating in the bd¿ 5ml syringe solution.